Event description:
The es6 single trigger rotary was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer service technician determined that the pcb potted trigger failed, which caused the bias current error warning. The technician replaced the potted trigger assembly and returned the handpiece to the customer.

Event description:
The es6 single trigger rotary was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.